Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery alert was triggered after the device reached the elective replacement indicator. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. Later, the device was explanted and replaced. No additional adverse patient effects were reported. The device was discarded by the explanting facility; therefore, it is not available for return and analysis.